Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen, which caused the patient blood glucose elevated from 400 to high, therefore patient had received correction bolus via pump and changed infusion set. The patient changed soft cannula infusion set only and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.